Event description:
(B)(4). Same patient as MDR ID#: 2134265-2012-02868. It was reported that following a coronary artery stenting treatment procedure, the patient had a myocardial infarction (mi), and in-stent restenosis and required a target vessel revascularization (tvr). In (B)(6) 2011, the subject presented with shortness of breath, chest pain, nausea and subjective fever. The 1st lesion being treated was located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct placement of a 2.75x16mm taxus liberte stent, with 0 % residual stenosis. The 2nd lesion being treated was located in the proximal lad with 80% stenosis and was 12 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct placement of a 2.75x16mm taxus liberte stent, with 0 % residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with onset of severe pressure-type chest discomfort and was hospitalized. EKG revealed acute st-elevation anterior myocardial infarction. The proximal lad had 100% in-stent restenosis and was treated with pre-dilation and placement of two 2.75x24mm veriflex bare metal stents with 0% residual stenosis. However, just distal to the placement of the stent there continued to be some narrowing, haziness with concern for possible threatened closure and suboptimal results. This was treated with the placement of a 2.75x12mm veriflex bare metal stent with good final results and 0% residual stenosis. In addition, the occluded diagonal branch was treated with balloon angioplasty. The event was considered recovering/resolving at the time of reporting. Two weeks later, the patient was hospitalized for cardiopulmonary failure which was not related to the study stents in the opinion of the physician.

Event description:
It was further reported that the (B)(4) adjudicated this event as stent thrombosis instead of in-stent restenosis. The event was considered as resolved without residual effects. The patient was discharged on clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).